Event description:
This is a report of a colleague infusion pump with a failure code 500:320:654:0000. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 500:320:654:0000 was confirmed during product evaluation. The root cause of this condition was assigned to the keypad being pressed for greater than 50 seconds. No repair was needed in order to correct this condition.